Event description:
It was reported that 315 bd luer-lok¿ tip syringes were found with scale marking issues during an inspection. The following information was provided by the initial reporter: "during the incoming inspection of material 301029, lot 2167463, it was detected the material was received with cosmetic defect. The syringes have marked a line in black ink."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 21-oct-2022 h6: investigation summary it was reported that the syringes have marked a line in black ink. To aid in the investigation, ten loose 10ml luer lock syringes and two photos were provided to our quality team for investigation. Through visual inspection, an ink ring observed around the circumference of the barrel. Potential root cause for the ink rings is associated with the marking process. It is most likely a worn-down doctor blade led to the observed condition. Based on the severity of the ink rings, it do not affect legibility of the graduation lines so no corrective action is required at this time. A device history record review was completed for provided lot number 2167463. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 315 bd luer-lok¿ tip syringes were found with scale marking issues during an inspection. The following information was provided by the initial reporter: "during the incoming inspection of material 301029, lot 2167463, it was detected the material was received with cosmetic defect. The syringes have marked a line in black ink."